Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that 24 hours after the catheter was placed, they noticed a leak at the proximal site above the white suture wing. As a result, the catheter was removed and another kit was opened and inserted without incident. There was a few minutes delay in treatment, no pt death and no pt complications were reported. The pt outcome was okay.